Event description:
Related MFR report number: 2017865-2023-17549. It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes on the right ventricular (rv) lead due to inadequate insertion into port. On (B)(6) 2023, the physician elected to revise the rv lead and reinsert into the header. The patient condition was stable.